Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was 266 mg/dl. No additional patient or event information was available.